Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek balloon catheter found contrast visible in the inflation lumen, consistent with preparation. The balloon had relaxed folds. There was a kink in the inner member 1 mm proximal to the center marker. The tip length, crossing profile, and 2/3 collapsed balloon profile were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was totally occluded and heavily calcified which likely contributed to the reported difficulties. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. A mandrel was advanced through the guide wire lumen with slight resistance noted at the kink in the inner member. The guide wire used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. However the reported difficulties were unable to be confirmed as a new .014" guide wire was back loaded through the balloon catheter and there was no resistance noted. The patient anatomy was heavily calcified and totally occluded which likely contributed to the reported difficulties. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. An attempt to move the wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition can cause coil overlap. If the resistance is not reduced and continued force is applied to the system, the result is permanent deformation of the wire and/or guide wire lumen. As the noted kink in the inner member does not appear to have contributed to the resistance with the guide wire, it is likely that handling during packing for return contributed to the noted kink. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of similar incidents for this lot indicated there is no product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: miracle 12. Inflation: indeflator. Guide catheter: ebu 3.5, 7f. Other: heparin, nitroglycerin. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion in the distal right coronary artery with heavy calcification. The timi flow was reportedly 0. Two non-abbott guide wires were attempted to be placed, but could not cross the lesion. The third guide wire was successful, and the 1.5 x 15 mm mini trek balloon catheter was advanced. Resistance was felt with the vessel, and the mini trek could not be advanced. An attempt was made to remove the balloon catheter; however, the device was stuck with the guide wire, and the devices were removed as a unit. The procedure was continued with a non-abbott balloon and guide wire. Final angiogram revealed a timi flow of 2, and the procedure was completed. Outside the anatomy, force was used to remove the mini trek from the guide wire. There were no adverse patient effects. No additional information was provided.